Event description:
It was reported that high voltage lead impedance variability was observed in the yearly trend. R wave amplitude was low. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.